Manufacturer narrative:
It was not possible to determine the exact cause of the na discrepancy between measurements. The data logs shows no clear issues with any parameters. An interparameter comparison shows that the discrepancy was not caused by the na parameter and that the problem could instead be related to the liquid transport such as a clot in the system. Later comparison of patient measurements shows no discrepancy.

Event description:
Radiometer reference (B)(4) according to the complaint, the abl800 flex (serial number (B)(6) is reporting false low on patient results for sodium (na+) compared to emergency department's analyzer and lab mainframe. The abl800 flex analyzer reported 100 mmol/l, and the mainframe reported 150 mmol/l.